Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 74001,lot # 0206830693, implanted: (B)(6) 2014, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that they had an unexpected current impulse and since then, they had a new pain in their branch. The patient had their device implanted epidural, cervical for another pain in their branch with very good success. Factors that may have led or contributed to the issue was nothing. It was reported that the healthcare professional would control the system and would relocate the implantable neurostimulator (ins) later. The issue was not resolved but a surgical intervention was planned for (B)(6) 2019. Additional information received reported that the patient still had pain in their arm and shoulder. The patient¿s healthcare provider was sending them to a specialist to clarify if their was another problem in the patient¿s arm/shoulder. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 74001, lot# 0206830693, implanted: (B)(6) 2014, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the unexpected current impulse was not determined. The issue was not resolved and the device would not be returned.